Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6)2024, the patient developed inflammation/swelling, a pustule, redness, a rash, and an infection under the sensor pod area and the swelling and redness extended beyond the patch perimeter. He had pain and soreness in the area. On (B)(6)2024, the patient started taking a course of oral antibiotic medication (doxycycline, unspecified dosage) for the infection. The patient mentioned he is a pharmacist and did not specify who prescribed the oral antibiotic medication. At the time of the report, the patient still had swelling, pain, and soreness in the area and stated he felt hesitant to use the dexcom in the future. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).